Manufacturer narrative:
The patients' demographics such as age, date of birth, sex, weight, ethnicity and race were not supplied. The beckman coulter complaint handling unit evaluated the event involving the au5800 chemistry analyzer. A field service engineer (fse) was dispatched to the customer where they completed routine troubleshooting including replacing the mix motor and two (2) buffer valves. All verification checks were within specification. In conclusion the failure mode of the erroneous ise results is confirmed as a hardware failure. No further issues were reported. (B)(4).

Event description:
The customer reported the generation of erroneous high ise (ion selective electrode) patient results on their au5800 clinical chemistry analyzer. There was no report of change to patient treatment in association with this event. There were no reports of calibration or quality control (qc) issues prior to this event. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. There was no report of an injury or illness to the patient or change to patient care attributable to the output from the device in this event.